Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised they are currently not wearing the insulin pump but would like to get back on if they can get it to work. Troubleshooting for cosmetic damage was performed. Customer advised that the reservoir compartment has breaks and chips. Customer advised they dropped the insulin pump on the floor while trying to connect to it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.